Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the pulse generator (pg) including the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads, were repositioned in the sub pectoral position due to migration and erosion. Additionally, an infection was observed at the time of the revision procedure. Neither the pg or the leads had eroded entirely through the skin prior to repositioning. It was indicated that the patient has an ectomorphic (lean) build, and that the system was initially placed in the subcutaneous position. The patient has been moved to another hospital (royal melbourne) for consideration to extract the pg and leads due to the infection. This lv lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the entire system, including this left ventricular (lv) lead were repositioned in the sub pectoral position due to migration and erosion. Additionally, an infection was observed at the time of the revision procedure. Neither the pg or the leads had eroded entirely through the skin prior to repositioning. It was indicated that the patient has an ectomorphic (lean) build, and that the system was initially placed in the subcutaneous position. The patient has been moved to another hospital (royal melbourne) for consideration to extract the pg and leads due to the infection. Additional information was provided that the system was explanted, and a temporary pacemaker has been implanted until the infection clears. It is intended that the patient will receive a new system. No additional adverse patient effects were reported.